Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the primary reverse shoulder arthroplasty occurred on (B)(6), 2013 due to an arthritic shoulder. The case lasted roughly an hour, and was successful. All the recommended steps were followed precisely during the case, and everyone left the room feeling very positive. On (B)(6), 2013, the patient started his post-operative rehab. The physical therapist had questioned the patient lack of range of motion and requested the patient be seen by the surgeon. An x-ray was taken which showed a dis-association of the glenosphere from the glenoid baseplate. The surgeon immediately planned to revise the next day. The second procedure was done on (B)(6), 2013. The surgeon has since seen the patient in a follow up visit and he was doing fine.